Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor (B)(4). Correspondence should be sent to: (B)(4)

Event description:
The customer initially reports that the instrument broke during use. Additional information obtained. The customer reported that the device broke when grasping the appendix while performing a laparoscopic appendectomy. The piece was retrieved without difficulty and there was no harm to the patient or prolonged procedure.